Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry would not fully close around the patient. They tried to re-open the gantry and it was stuck around the patient. They tried to reboot the system, which did not resolve. The yellow emergency door override did notresolve. They went through the manual door open procedure and successfully removed the imaging acquisition system (ias) from around the patient. Site will use a competitor imaging system to complete the case. In troubleshooting, after removing the system from around the patient, it was unable to open or close. Patient was present. There was less than one hour (20mins) of surgical delay and no impact on patient outcome.

Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system, replaced door winch assembly and replaces old style door slides. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6), rev. 8, product ID: bi71000273, product ID: bi71000457, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.